Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the provided x-rays and product photograph confirmed the poly wear and insert fracture. Osteolysis could not be confirmed with the information provided. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a revision to address loosening of the tibial tray at the cement/bone interface, with competitor cement having been used at the time of original implantation, osteolysis and a badly worn and fractured tibial insert were also found.